Manufacturer narrative:
Nurse disconnected/reconnected helium tubing and attempted restart. Reviewed troubleshooting steps, including checking for blood in tubing (none reported), verifying secure connections, using the ¿help¿ key for messages, and performing an ¿iab fill¿ to resume therapy.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
Updated fields - b4,g3, g6, h3, h11. Corrected fields - h6 (component codes).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (type of investigation). Keeping UDI partial in emdr ((B)(4)) as serial number is unavailable. Revert the contents of section e1 (event site email) in emdr ((B)(4)) to blank.